Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of not being able to rewind. Customer also reported that there was a black circle on display screen and also have received a no delivery alarm. No delivery alarm was resolved with a complete set change. Customer was able to rewind and clear black circle by changing battery.